Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and opening curved on radius. A visual and microscopic analysis was performed which identified striated opening on anterior. Base on the device analysis the final assessment is: -a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported " implant rupture". This relates to the right side. The device has been explanted.